Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for review. Data logs confirm alarm which eventually resolves. The cause of the optical signal issue was most likely a damaged optical fiber but the exact cause of the damage could not be determined without product return and lack of clinical details. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. Approximately two weeks into support, the pump indicated an optical signal loss. Despite this, the pump remained in use to continue supporting the patient. There was no harm reported to the patient.